Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to mayo clinic hospital on (B)(6) 2017 to (B)(6) 2017 for presumed gastrointestinal (gi) bleed. Status post colonoscopy as well as small bowel enteroscopy. The patient did have non-bleeding angiectasis in the duodenum, in the proximal and mid jejunum. Both treated with argon plasma coagulation (apc). Patient was given blood transfusions. Patients hemoglobin remained stable and was discharged home. No further patient complications have been reported as a result of this event.